Event description:
Patient had two gtube mic-key buttons that were defective with ruptured balloons. It was within 8 weeks of initial placement thus the patient was required to go to the ER (in another state), both times for replacement. Our hospital saw the patient in between ruptured incidents. Upon assessment(s), there was no trauma to the site that was visible, nor were the parents or home care nursing staff found to have manipulated the balloons either. The home care nurse found the patient's gtube to be dislodged from the patient's abdomen when she went and attended to him at his home. The patient was found to have a large rupture in the balloon, causing it to fall out. The patient had the gtube replaced earlier this month only to have an additional rupture occur approximately 5 days later. The patient had to return to the ER to have it replaced once again.